Event description:
As reported by the sales rep per the user facility: "there was fluid in burette, but chamber below (where needle is visible) was sucked dry and pump alarmed "bag empty". Product being used on a cardiac pt, burette being used for dopamine, and epinephrine. Tpn also infusing. Pt's blood pressure went from 80's systolic to 60's systolic, new set was primed and started. Additional info provided by the facility indicated that the reported set is not normally used in picu and the reporter did not realize this set was in use until it alarmed bag empty. He reported the set had been in use since about 10 p.m. The night before without any alarms. The set was changed immediately without incident and the pt suffered no additional adverse sequela associated with the reported event.

Manufacturer narrative:
The actual device was returned to the MFR to be evaluated, along with three unused sets, sealed in the package, from the same reported lot of product. The used sample was functionally tested on an outlook pump, without bag empty alarm, and was found acceptable. The reported incident could only be duplicated while refilling the burette when less than 20ml of fluid remained and the pump was running, causing the disk to suck to the bottom of the burette. However, no specific conclusions can be drawn. The unused samples were occlusion and flow tested per specification and passed. The samples were subjected to a pump functionality test. The samples were tested with the pump operating at an occlusion limit setting of 300mmhg and at 500mmhg. All unused returned samples passed the pump functionality test. There are no other reports of this nature against the reported lot number.